Event description:
It was reported that a wearable failure issue occurred. The sensor was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient´s husband was not with the patient and he called emergency medical services (ems) since he got no data on his follow app due to wearable failure. During the event, the patient didn't experienced any symptoms and felt just fine. When ems arrived, the dexcom app still showed no readings because of the wearable failure so he was taken to the hospital. When he arrived at the hospital, they took a bg reading which was 30 mg/dl and still no readings on his cgm. The patient was treated with IV medication. He stayed at the hospital for 4 and a half hours and felt fine when he was discharged. At the time of the report the patient was okay. Data was provided for investigation. The allegation was confirmed via data. The probable cause was determined to be very low count aberration. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia.